Event description:
Caller reported an issue with the time settings on the pump following a reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring and following up if the time discrepancy exceeded five minutes again. The caller understood and acknowledged the instructions.